Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was in the 447 mg/dl at the time of the incident and was treated with manual injections. The customer woke up with a rising blood glucose. The customer did not had any symptoms. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was calling back to perform a high pressure test. The customer reported that the insulin pump was in auto mode at the time of the event. The customer alleged that the insulin pump was under delivering as they had high blood glucose the whole day with auto mode on initially. The customer reported that they have a back-up plan available. No product is expected to return for analysis.